Event description:
It was reported that the user gave this information sent pictures and videos for a couple weeks now and still have not received a replacement product. Since they told the user this product was in the mail last wednesday. The user has waited to catheterize her mom. Although if it is still not been shipped, please let the user know and that they will have the nurse come today as it has really disrupted our lives, changing her consistently on a regular basis through the day so often and overnight. The patient also has a uti now due to what I feel by not being able to use this product for so long. Initially, user was told it would be a prompt replacement and should be here within a couple days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.